Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. As reported in a research article, a patient was implanted with a muscular vsd occluder and developed complete atrioventricular block so the device was explanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter device closure of ventricular septal defects in children: a retrospective study at a single cardiac center" was reviewed. This research article reported a (B)(6)-year-old patient implanted with an amplatzer muscular vsd occluder. The patient developed persistent complete atrioventricular block(cavb) after the procedure and was sent to surgery to remove the occluder and surgically close the defect. The article confirmed the outstanding safety and efficacy benefits of transcatheter vsd closure in children and showed a minimal complication rate. The primary author of the article is saad q. Khoshhal, department of pediatrics, faculty of medicine, taibah university. The correspondance author is hany m. Abo-haded, md, department of pediatrics, faculty of medicine, mansoura university with the email hany_haded@yahoo.com.